Manufacturer narrative:
No product has been returned for investigation nor alleged product malfunction reported. At this time no root cause can be confirmed. As per reporter spine was never properly fused. No product returned.

Event description:
On (B)(6) 2013, patient underwent spine procedure. As per information received patient underwent re-exploration procedure on (B)(6) 2014 and placement of a affix product was performed.